Event description:
Prior to novasure endometrial ablation on (B)(6) 2011, the physician did a hysteroscopy and noted a small, anteverted uterus. The ablation was uneventful and no post hysteroscopy was done. The pt was discharged home. She returned on (B)(6) 2011 with severe abdominal pain, nausea, and vomiting. A computed tomography (CT) scan showed "free air in the abdomen and a possible abscess." The pt was taken to the operating room on (B)(6) 2012 for a laparotomy. "A portion of the sigmoid colon was adherent to the fundal portion of the uterus. When the bowel was dissected off the uterus, a 1cm transmural perforation of the bowel was seen. No thermal changes were seen in the mucosa of the colon. The uterine fundus demonstrated an ovid balanced area approx 3cm in diameter with 2 small perforations. These perforations were approx 0.8cm medial to the cornua bilaterally and were separated by 1cm." They each measured 0.2cm. A portion of the sigmoid bowel was resected and a "colostomy with hartman's pouch" was created. A supracervical hysterectomy was also done. The pt was admitted to the ICU (intensive care unit). On (B)(6) 2012 the physician reported the pt is now "doing well."

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Neither the disposable device (discarded) nor the radio frequency controller (sequestered by the user facility) are being returned; therefore, a failure analysis of the novasure system cannot be completed. If the radio frequency controller is returned and evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complaint, therefore, the MFR date is not known. MFR date of the radio frequency controller is 03/2006. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Device history record (DHR) was conducted for the radio frequency controller. No relationship can be established between DHR and current complaint. (B)(4).